Manufacturer narrative:
The reported complaint of last in clinic session date being incorrect was confirmed. Final analysis found based on the information provided, it was determined that the remote transmission date was used in the episodes report instead of the last session date. The device is performing per design and no anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited a diagnostic anomaly in which incorrect transmission dates were displayed. No intervention was performed. There were no patient consequences.